Event description:
Reported event: loss of vessel access. Time of event: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while advancing the thumb advancer during sheath splitting. The clip applier, with the vessel locator wings deployed, pulled out of the artery. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.